Manufacturer narrative:
With follow up investigation received on (B)(4) 2015, it was reported that the patient required three (3) round of lysis therapy: (B)(6) 2015. The patient was then discharged from the hospital on unknown date and reported as "doing fine". No further information is available. The pump remains implanted and therefore is not available for analysis. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported increase in power and flow was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported event; however, clinical factors and patient comorbidities may have been possible contributors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date: 08/09/2015; logs dated through 08/26/2015-09/09/2015: normal power consumption. Additional notes: 42 high watt alarms have been logged since (B)(6) 2015, 1 critical battery alarm was logged on (B)(6) 2015. A rise in power consumption has been logged starting (B)(6) 2015. A rise in power consumption has been logged staring on(B)(6) 2015 this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus. Also the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that the patient was on their routine clinic visit on the morning of (B)(6) 2015. Lab results from clinic visit in the morning were; inr 2.6, ldh 200. "Patient log files were sent in and revealed one critical battery alarm only and battery was exchanged from hospital stock". "In the afternoon patient returned to clinic because he recognized increase in power and flow displayed on controller". "Laboratory testing now showed inr of 2.4 but increase of ldh to be above 400". "New log files were sent and revealed increase in power and flow". "Patient was hospitalized on (B)(6) 2015 and heparin infusion started goal ptt 70 s". "During the night urine color changed from clear to dark urine". On "(B)(6) 2015 patient will be transferred to ICU and will be prepared for lysis therapy". No additional information provided. Investigation is ongoing.